Manufacturer narrative:
Identifications of problems or emerging issues involving the same symptom is accomplished through periodic quality monitoring.

Event description:
The customer reported that the ix would reboot when admitting or discharging patients. There was no patient incident.